Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator was powered on, and the peep was set to 5, however, the ventilator was reading 0 peep. Bench testing revealed the tubing from port b of accumulator to component pt 2 of analog board was pinched. Vyaire medical replaced the pinched tubing and the reported issue was resolved.

Event description:
It was reported to vyaire medical that the ventilator was not reading any peep. There was no report of any patient involvement associated with this reported event.